Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator was unable to be interrogated. Several attempts were made to acquire telemetry with no success. Premature battery depletion was suspected but not confirmed. No device intervention was performed. Patient was stable.